Event description:
It was reported that the lv lead was extracted because the patient developed exit block. An epicardial lead was implanted. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. Blood/body fluid was present on the distal conductor and the outer tubing. Visual analysis observed outer tubing torn, outer tubing overlay breached cut, the lead was stretched, and there was apparent explant damage. The full lead was returned in segments.